Event description:
A hospital in (B)(6) reported that the legs of an iw934 cosycot infant warmer were cracked. The hospital further reported that "one plastic leg is cracked where the wheel attaches to it and another leg is cracked along the top". No patient consequence was reported.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. (B)(4).

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the device could not be inserted through the sheath. The starclose se system was removed and manual compression was used to achieve hemostasis. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the exchange sheath was returned partially installed onto the starclose se device. The hub was not seated in the handle. There was no detected external damage and no deployable component had been deployed. The exchange system was removed and successfully installed onto the starclose se device and the hub fully seating in the handle. There was no detected resistance or unusual force required to install the exchange system onto the starclose se device. Based on the investigation findings, the root cause for the reported event could not be determined. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.